Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Description details: the customer reports product to be delivered in a damaged inner packaging. Furthermore, the customer describes the material is contaminated and cannot be used for hygienic reasons.

Event description:
Description details: the customer reports product to be delivered in a damaged inner packaging. Furthermore, the customer describes the material is contaminated and cannot be used for hygienic reasons. Per customer response: the goods was picked up on tuesday 10.12., the contamination was inside the packaging, plastic box was damaged, too. See pictures in the attachment.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three photos of the product, along with the box shown within the photos, was provided to our quality team for investigation. Through visual inspection, the inner bag is observed to have a hole and the box is damaged, verifying the reported incident. There was no foreign matter or other contamination identified. It is noted, the box shown in the photo and what was received, is not the same box the product is shipped in from the manufacturing site. A device history review was performed for lot 2410068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. We have contacted the distribution center and it has been confirmed no incidents were found when this product was received and the box shown is also not used at the distribituion center. They did identify a report from a carrier noting shipment damage during transport which involves the order shipment of this product. Based on our investigation, it was determined the damage observed is likely related to the shipment of the product outside of bd facilities. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.